Event description:
Facility alleged that the patient was lying rigid in the sling. Leg straps rode up the back of the thigh, causing the patient to slide feet first out of the sling, then flipped forward falling to the ground lying face down. The pt suffered a fractured knee and ankle as a result of the fall.

Manufacturer narrative:
Investigators final conclusion: no fault was found with the lift or sling used in the alleged incident. Facility staff believe that the cause of the incident was due to using a sling that was too small for the patient, due to lack of slings on the ward. Incident was documented by the facility as "user error".